Manufacturer narrative:
(B)(4). Date sent: 2/17/2026. Investigation summary: the product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned pmw35 device revealed no apparent damage and the device was fully functional. When tested for functionality, the device fired and formed the remaining 31 staples as intended, firing without any difficulties and producing staples with the proper box shape. In addition, an opened package was received along with the device. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device fired as expected and it was returned without detectable damage. Device history review: a manufacturing record evaluation was performed for the finished device lot number 630d27, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Date sent: 12/3/2025. D4: batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the radical mastectomy procedure after fired, noted the staples malformed. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.